Manufacturer narrative:
The device was returned and the visual inspection shows the die tube and the push rod are bent at distal end, the anchor has partially deployed wings and the mim shroud has collapsed. There is a direct relation between the subject device and the complaint as the anchor has broken off. However, it is more closely attributable to being used inappropriately or is a result of user not adhering to the IFU. The physical evidence suggest that excessive levering was used when inserting the anchor into the bone hole. As IFU states: use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.

Event description:
It was reported that during a shoulder procedure using a magnum2 knotless implant, the tip of the anchor broke off upon screwing it into the bone. Per the surgeon the bone was too hard for this anchor. The procedure was completed after a new bone hole was drilled, using a different artc device. There were no significant delays or pt complications reported as a result of this event.